Manufacturer narrative:
Please note correction to date of event: (B)(6) 2017.

Manufacturer narrative:
Patient medications include metamucil, propranolol, losartan, loped, vitamin b, glucosamine, and calcium. Please see summary below for imaging evaluation findings. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: CT images dated (B)(6) 2017 and (B)(6) 2018 were received by gore from the facility and an imaging evaluation was performed. On both sets of images, there appeared to be poor proximal wall apposition. There also appeared to be contrast outside of the implanted device, indicative of an endoleak (origin unknown). There appeared to be aneurysm enlargement between the two time points from 68.0 x 65.2 mm to 74.7 x 69.6 mm in diameter. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2017, a follow-up computed tomography (CT) scan reportedly revealed a suspected proximal type I endoleak. On (B)(6) 2018, a follow-up CT scan reported showed the same suspected type I endoleak contributing to aneurysm enlargement. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby an excluder® aortic extender component was implanted to treat the type I endoleak. An intra-operative angiogram reportedly showed the endoleak was not completely resolved. The physician then implanted a palmaz stent proximally, and the endoleak was resolved. The patient tolerated the procedure.